Manufacturer narrative:
This report is submitted on march 01, 2022.

Event description:
The cochlear implant was evaluated on (B)(6) 2022 using the integrity test system. The results are consistent with a device malfunction. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on april 14, 2023.

Manufacturer narrative:
Device analysis has indicated device failure. This report is submitted on september 14, 2023.